Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and performed functional testing using a patient simulator device. The fse triggered the alarm, and the device alarmed normally. The device was in working condition so the fse asked the customer to monitor the device. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. Although the reported problem was not confirmed during testing, philips could not rule out an issue at the time of the reported event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: (B)(6).

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that they were unable to hear an alarm at the bedside monitor; they could hear the alarm at the central station. The device weas in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.